Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 565 mg/dl. A manual insulin injection was administered to address bg. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.